Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/26/2010 by fax and mail. A completed questionnaire was received on 08/30/2010. (B)(4).

Event description:
A technician reported two patients with refractive surprises following intraocular lens (iol) implant surgery. This patient's iol was reported to have a flipped axis. The patient had a history of a prior lasik procedure (pre-existing). On the first postoperative day, the patient was noted to have an elevated intraocular pressure. The iop had returned to normal at a subsequent visit. In a follow up, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the second of two patients.